Manufacturer narrative:
An investigation has been initiated. Waiting for the device to be returned for evaluation.

Event description:
Catheter presented extravasation and limb edema. Catheter rupture.

Manufacturer narrative:
The contract manufacturer reviewed the manufacture records for the lot reported. The returned device was manufactured and inspected according to specifications with no deviations, non-conformances, or authorized manufacture variances. An investigation of the returned device was conducted. Cross sections were cut to allow for relevant measurements of the device and found the dimensions were within specification. It was noted that the larger lumen was obstructed with blood clots. Based on the record review for the lot reported and the inspection of the returned device, it has been determined that the issue was not caused by the manufacturing process. A definitive root cause cannot be determined.